Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). Customer indicated about the false positives. The field service engineer (fse) was dispatched and checked the error logs and discovered that the ambient temperature is high. The fse suggested to keep thermometer near the machine to monitor same. This is an unconfirmed failure of the bd product. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was due to the ambient temperatures in the lab. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. CAPA (corrective and preventive action) is not required for unconfirmed complaints. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " 1. Customer was complaining that false positive result is occuring randomly. Random false positive result".

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: customer was complaining that false positive result is occuring randomly. Random false positive result.